Manufacturer narrative:
Device analysis report attached.

Event description:
Per the clinic, the device was explanted on (B)(6) 2025 due to an extrusion of the electrode lead through the posterior ear canal wall into the ear canal. The patient was reimplanted with another cochlear device during the same surgery.